Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon fell apart into pieces inside her vaginal cavity during use. She was able to manually remove the remaining pieces of pledget. She did not seek medical attention and did not experience any adverse health effects.